Event description:
It was reported that the patient presented to clinic with diaphragmatic stimulation and loss of capture. Lead perforation was observed on imaging. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was stable after the procedure and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.